Event description:
It was reported by dealer that the irc5po2 concentrator was giving a 1 error code. Provider called back to advise that he repaired a leak in the four way valve and replaced the hose clamp but then noticed that the unit had low o2. No additional information provided.